Event description:
It was reported that patient did not have adequate right-side coverage. The patient underwent revision procedure. The patient is doing well post op. Nothing added or replaced.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.